Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the ECG "c&d" cable wires being cut and severed at the distribution node (dn) plug, damaging all wires in the cable. The root cause for the severed wires was physical abuse. There was no adverse event that resulted from the damaged belt.